Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the elective replacement indicator was no, indicating that the generator had not reached end of service; however, upon receipt of clinic notes from office visit it was noted that the elective replacement indicator was documented as being yes indicating that the generator had reached end of service. The patient underwent ncp system replacement surgery. It was reported that device diagnostic testing just prior to surgery resulted in high lead impedance reading (dc-dc code 7 and limit) with elective replacement indicator no. The lead and generator were disconnected and then reconnected during revision surgery, after which device diagnostic testing yielded the same results as before the surgery. The lead and generator were again disconnected and the generator alone was tested with a test resistor. Resulting in ok readings with a dc-dc code 2, indicating a potential problem with the original lead. Both the lead and generator were replaced. The staff at the group home where the patient resides was not aware of any recent injury or trauma that may have damaged the ncp system. Lead break is suspected.